Manufacturer narrative:
Additional information was received that clarified this report. The customer was reporting that led displays were not alarming. Led displays are marquis and considered level 3 alarming. Issues that impact the access of monitoring data remotely would not be likely to lead to harm. These applications/products are labeled with indicators that the product is not intended to be used as a means of primary monitoring. It was confirmed the device is currently functioning as expected. This case is no longer considered a reportable event. H3 other text : see h10.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor alarm are not displayed. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.